Event description:
It was reported that the customer was admitted as inpatient for medical treatment due to low blood glucose of 20mg/dl. Initially, the customer reported that he missed the sensor and the paramedics were called to his house. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was performed and passed. Advised that the customer needs to contact his doctor regarding the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.